Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low batt alarm due to blank display. Unit had stripped battery cap coin slot (p).

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states that they inserted a battery into the insulin pump and the battery exploded. Customer states that they cleaned the battery compartment out and inserted a new battery and the battery cap broke. Customer states that the battery cap was damaged and stuck on insulin pump and customer was unable to remove battery cap because top of battery cap was broken off. Customer states that they received a low battery warning prior to noticing that battery had exploded in insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.